Event description:
Hill-rom received a report from a hill-rom technician stating a lift strap broke near the buckle and the patient fell 5" to a wheelchair. The fiber had disintegrated in a straight line. The lift was located in a tub room. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
When the hill-rom technician investigated the likorall he found the lift strap to be broken near the buckle. The facility has used oxivir plus as a cleaning agent which is not approved by hill-rom. On the lift strap the cleaning agent will accumulate at the buckle which is the most probable cause for the lift strap getting ripped. Hill-rom has recommended the facility to replace all lift straps as soon as possible. It is unknown if the facility performs preventive maintenance on their lifts. The technician replaced the lift strap to resolve the issue. Based on this information, no further action is required.